Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded oversensed noise on the right ventricular (rv) channel. Technical services (ts) was contacted and recommended possible reprogramming options and follow up with the physician. The patient experienced more than two seconds of pacing inhibition. This crt-p remains in service. No additional adverse patient effects were reported.